Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patients right poly was swapped due to infection. Initial implantation was done at another facility. No implant date, op report or any other records were available. All information the facility had on this patient is included in this pi."